Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3487a-56, lot# j0110856v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s stimulator was not working. This had occurred for several years. They had tried to replace the stimulator after the leads somehow got ¿repositioned,¿ but because the patient had a compromised spine and the surgeon tried for 3 or 4 hours, they couldn¿t get the leads back in. This had taken place around 2005 or 2007. The stimulator was not functional. It was noted that the patient did not have a managing healthcare provider (hcp) for his device. Follow-up was performed to gain further information about this historical event. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2015-00753.